Manufacturer narrative:
The customer replaced the central processing unit to resolve the reported issue. The customer performed the v60 performance checklist.

Event description:
It was reported to philips that the device had a vent failure alarm. Code is producing during the power on self test, as well as an active check vent primary alarm failure. Code was logged in the significate log. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that the issue was intermittent and that at times it operates with no issues. The rse informed the customer that the signal path in the service manual starts with checking the speakers, motor controller pcba, power management pcba, and then the cpu pcba. The rse provided the customer with the replacement part information for each in the event the customer needed to order replacement parts.